Event description:
It was reported that the patient's implantable pulse generator (pacemaker) recorded a high out-of-range pacing impedance measurement on this right atrial lead, presumably caused by the spring contact issue, that caused a lead safety switch. Technical services (ts) reviewed the device history data, noticing far-fields oversensed signals on a ventricular event, potentially caused by the unipolar sensing programming. In addition, atrial tachy response episodes with myopotential noise on both the ra and right ventricular (rv) channels were noticed. Ts recommended to reprogram unipolar pace with bipolar sense, and a fixed output for both ra and rv channels. This patient is not dependent, so pacing inhibition has not occurred. This ra lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).